Event description:
After 30 minutes of onyx 18 (embolic agent) injection through ultraflow catheter, physician felt some resistance but decided to continue the procedure. After a few seconds, he observed the catheter burst into the external carotid artery. No complications were reported to have occurred with the patient as a result of this event.